Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The investigation was completed on 14-apr-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician¿s opinion on the cause of this adverse event is the procedure during transseptal puncture. Irrigated catheter was used in the event, the flow setting was as recommended; 8ml/min for 30 watts. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Dashboard, vector and visitag was used. Visitag module was used, parameters for stability used was 1.5mm range, 3 sec, 50%, 5 grams, 3mm. No additional filter used with the visitag. Force time intervel (fti) was used. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-apr-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the carto 3 system displayed error 117 eeprom error, for the lasso catheter. The cable was replaced without resolution. The lasso catheter was replaced and the issue resolved. The procedure continued. They also reported that during the procedure, a pericardial effusion was noticed in the patient. The anesthesiologist noticed a drop in blood pressure on the patient. The physician then noticed on intracardiac echocardiography (ice) that there was a possible effusion. The pericardial effusion was confirmed via echocardiogram (echo). The medical intervention provided to the patient was a pericardiocentesis, and at least 300 cc or ml was removed, and re-transfused back to the patient. The computed tomography (CT) surgery came in for a consultation. The CT then ordered 2 units of plasma cryoprecipitate, and 2 units of platelets. The patient was then de-heparinized and administered protamine. The patient was intubated, and the patient was last reported to be in stable condition. Additional information was received. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event is the procedure during transseptal puncture. Pericardiocentesis was done. Outcome of the adverse event was improved. Patient required extended hospitalization because of the adverse event for observation and recovery. Patient was intubated for the afib ablation procedure, not as a result of any issue distress. Transseptal puncture was performed with abbott brk xs needle. Prior to noting the cardiac tamponade, ablation was performed. No evidence of steam pop. Physician stated event occurred during transeptal puncture. Irrigated catheter was used in the event, the flow setting was as recommended; 8ml/min for 30 watts. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Dashboard, vector and visitag was used. Visitag module was used, parameters for stability used was 1.5mm range, 3 sec, 50%, 5 grams, 3mm. No additional filter used with the visitag. Force time intervel (fti) was used. Since the adverse event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable. The 117 eeprom error was assessed as non reportable. Since the device is unable to map with carto or the catheter cannot be visualized by the carto system, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4) during an internal review on (B)(6)2023, noted a correction on the 3500a initial as the physician information was omitted. Therefore, updated e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name, e1. Initial reporter email, and e3. Initial reporter occupation fields.